Event description:
The customer alleged inaudible alarm. The customer's biomed department inspected the device and could not duplicate the alleged event. As a precaution, the power supply was replaced. The unit passed extended self testing. There was no pt injury or change in therapy as a result of the malfunction. It is not verified that there was no alarm, and no malfunction may have occurred.